Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not helping. Patient reported prior to calling they used the remote. Patient was on program 3 at 1.9v, they were able to sync with the programmer and it showed stimulation was on. Patient was walked through changing programs and stated they would try program 4. Patient reported a sudden loss of therapy, stating for the past 3 weeks they had been peeing their pants more/having accidents. No further complications were reported or anticipated.